Manufacturer narrative:
Request was performed for additional information including lot and serial number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot and serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape did not stick issue along with hematoma and bruising on (B)(6) 2026. No further information is available.